Manufacturer narrative:
The information provided with initial report was incorrect. The correct information has been provided in this report. (B)(4).

Event description:
The customer reported via phone call that emergency medical service was called for the low during the call with helpline. Also, since customer called to program transmitter into the pump, the sensor and auto mode were not used at the time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer called emergency medical services due to low blood glucose level. Customer had blood glucose level of 24 mg/dl. Customer experienced blood glucose level of 124 mg/dl. Customer was treated with food. Customer was using auto mode. The insulin pump will not be returned for analysis. Frn-mmt-332a, unomed-mmt-399t.